Event description:
It was reported that there was a leak due to a disconnection between the one link end of the set and unknown non-baxter tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and functional testing, clear passage testing and pressure testing were performed. No leaks, malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.